Event description:
It was reported by service report that the brakes were rubbing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brakes were out of adjustment and were readjusted to resolve issue.